Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l81636, implanted: (B)(6) 2001, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. The analysis interrogation printout indicated the pump was used to deliver morphine (15.0mg/ml, 5.403mg/day).

Event description:
It was reported that a volume discrepancy occurred. The expected volume was 1cc and the actual volume was 27cc. The patient experienced underdose symptoms clarified as less than 50% therapy relief as a result. The logs were checked during replacement surgery and the volume expected matched the programmed volume. The catheter was also aspirated successfully during replacement surgery. The physician decided to error on the side of patient safety and replaced the pump to ensure no further issues. The cause could not be determined. The issue resolved. The patient¿s status was listed as ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was morphine. If additional information becomes available, a follow-up report will be submitted.